Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip broken off. The grey insulating housing on the jaws of the hemopro started to peel away. Looked like the grey sleeve actually started to melt. They noticed the hemopro jaws felt very hot to the touch when they took the device out of the patient. Per photo provided by the complainant, the silicone peeled from the jaws. There is evidence of use with the blood that was on it. New device used to complete the case. 5 min delay to obtain new device. No harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The gray silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw. There were no other visual defects observed. A visual inspection. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or the intact c-ring. The gray silicone insulation on the tip of the hot jaw was observed to be peeled off, exposing the cold metal tip. The detached silicone insulation was returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact with discoloration noted on the gray silicone insulation. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with the reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the returned condition of the device as well as the photographic evaluation as well the evaluation results, the reported failures "peeled; delaminated; jaw" and "melted" were confirmed. The reported failure "overheating of device" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000377320 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.